Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation procedure, output issues resulted in the procedure being cancelled. Working in navx mode, after completing the pvi with the non-abbott pfa catheter (farawave by boston scientific) with the agilis 13fr sheath, the physician began mapping an atrial tachycardia in the right atrium with the advisor hd grid x mapping catheter in the agilis 13fr sheath. Once the focal spot was identified, the mapping catheter was exchanged for a tacticath df ablation catheter. The ablation catheter was positioned on the focus spot. The impedance was registered higher than expected (130ohms) for the smaller female patient (80kg). An additional rf ground was added (total of 2) which did not affect the impedance reading. The mapper asked the physician to move the ablation catheter into the blood pool to come off the tissue and reapproach. It was then that the physician checked positioning on fluoroscopy and observed that the ablation catheter was inside the sheath. The catheter was advanced out of the sheath, and the sheath filter was reset. It appeared that the sheath filter was not triggering appropriately on ensite x. This happened again later in the case when we tried to ablate the at the high crista, the ablation catheter was in the sheath, but the sheath filter not triggering. The case was aborted after briefly ablating the focal spots (high crista and high posterior septum). No adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. Review of the ensite system shows that sensitivity and specificity limitations that may cause the sheath filter to incorrectly hide a catheter. If the sheath filter is falsely detecting a catheter as in-sheath, it is recommended to reset the auto baseline. See ensite x ep system IFU, sheath filter.

Event description:
During an atrial fibrillation procedure, while working in navx mode, after completing the pvi with the non-abbott pfa catheter (farawave by boston scientific) with the agilis 13fr sheath, the physician began mapping an atrial tachycardia in the right atrium with the advisor hd grid x mapping catheter in the agilis 13fr sheath. Once the focal spot was identified, the mapping catheter was exchanged for a tacticath df ablation catheter. The ablation catheter was positioned on the focus spot. The impedance was registered higher than expected for the smaller female patient. An additional rf ground was added (total of 2) which did not affect the impedance reading. The mapper asked the physician to move the ablation catheter into the blood pool to come off the tissue and reapproach. It was then that the physician checked positioning on fluoroscopy and observed that the ablation catheter was inside the sheath. The catheter was advanced out of the sheath, and the sheath filter was reset. It appeared that the sheath filter was not triggering appropriately on ensite x. This happened again later in the case when we tried to ablate the at at the high crista, the ablation catheter was in the sheath, but the sheath filter not triggering. The case was paused after briefly ablating the focal spots (high crista and high posterior septum). The af pvi procedure was completed and ablation for the two focal ats was performed with no adverse consequences to the patient. The physician called the case after one of the ats kept returning and did not want to continue ablating with the sheath not triggering appropriately.